Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Investigation results: the returned flexiva 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured approximately 312 cm from the top of the connector to the exposed glass tip. The exposed glass tip measured 3 mm and appeared normally degraded. Examination under magnification confirms the pattern on the tip is consistent with normal degradation. There was no light from the sma connector, indicating a fiber connector fracture. No other issues with the device were noted. The reported complaint was confirmed. The analysis of the returned device revealed that the fiber tip was degraded normally. Additionally, no light was observed from the sma connector, likely indicating a fracture of the fiber in the connector. Damage within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva 200 laser fiber was used in a right ureteroscopy with laser lithotripsy procedure in the right kidney performed on (B)(6) 2020. Reportedly, the laser unit used was an lumenis 30 watt laser console with laser settings of 0.3 joules and 30 hertz. According to the complainant, during the procedure, approximately 5 minutes into the procedure, the fiber stopped having any effect on the stone. The physician removed the fiber and reconnected it, but the problem still persisted. The lead clinical educator checked the blast shield and made the decision to replace because it looked "a little opaque." Once the blast shield was replaced, the fiber was reconnected but it still had no power. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.